Event description:
The pump was returned for investigation. Evaluation revealed the force sensor calibration was low. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that loss of prime with non-zero force recorded in the black box. Loss of prime accorded during investigation. Force sensor calibration reading was low. Opened pump and removed from case. Removed force sensor. No internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).